Event description:
On (B)(6) 2009, the pt reported that she received an e4 (occlusion) error while attempting to bolus 5 units of insulin. The pt was instructed to disconnect from the infusion site and she was able to bolus 4 units without error. The infusion site was placed just prior to receiving the e4 error. The pt removed the infusion site and the cannula was bent. She inserted a new infusion site and bolused without error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.